Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right atrial (ra) lead failed to capture. During the surgical intervention, the stylet failed to advance into the ra lead and the physician decided to cap the ra lead. The ra lead was capped on (B)(6) 2023, and it was not replaced due to patient's anatomy. The patient's condition was stable.